Event description:
Customer reported that pump screen was broken and touchscreen became unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.